Event description:
Event description boston scientific crm received information that this endocardial defibrillation lead exhibited either over or undersensing. There was also an allegation of lead fracture. The lead was surgically abandoned.